Manufacturer narrative:
The recipient was not explanted. The surgeon noted that the receiver did extrude from the temporalis muscle, which may have contributed to the symptoms. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section h.10. The recipient's device was explanted. The recipient was not reimplanted. The recipient is reportedly healing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain with and without device use. The recipient is reportedly a poor performer and does not wear device regularly, despite device testing within normal limits. Programming adjustments have been made; however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device was discarded and will not return for analysis. A review of the device history record was performed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.